Manufacturer narrative:
The customer complaint of IV extension set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported having an IV extension set that leaked while on a patient. There was no patient harm.